Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the tm indicated that a revision surgery occurred and a conservative exploratory approach noted the pump to be in working order. The device was cycled and found to inflate. The pump position was revised to allow for better anatomical positioning for the patient. The device cycled with the pump in its new location and functioned.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of reposition, quality accepts the physician's observations of such as the reason for surgical intervention. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 0928987. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.